Manufacturer narrative:
The soft canula was kinked. During manufacturing of the cannula part of the soft cannula is kept straight by the introducer needle. However if the introducer needle is bent during handling and packaging of the infusion set, this may affect the soft cannula causing it to kink. During use in general and specifically during insertion the patient may accidentally kink the soft cannula. Used device: a visual inspection and tests for flow leak and ventilation to pcc connector were performed on the returned used devices (1 tubing and 9 sets). Soft cannulas were kinked (at the tip) (5/10)' and pcc connector needle were clogged (by insulin) (7/10). Leak and ventilation to pcc connector test results were within specifications. Unused devices: a visual inspection and tests for flow, leak and ventilation to pcc connector were performed on the returned unused devices (10 sets). All test results were within specifications. Reference samples: the reference samples were visually inspected and tested for flow, leak and ventilation to the pcc reservoir connector. All test results were within specifications.

Event description:
On (B)(6) 2014 customer states that there was a emergency room visit for their high bgs. Time and date of ER visit was (B)(6) 2014 at 9pm. Name of the hospital: (B)(6) hospital. Blood glucose at time of ER visit was: 310. Name of individual reporting the incident: customer. Description of the complaint: high blood glucose. Significant events leading to the ER visit: vomiting, nausea, excessive thirst. Patient was not in an accident. Cause of emergency room visit as per hcp: severe dka, hbg, and kidney infection. Outcome of the emergency room visit: IV drip. Additional information: customer was wearing the pump at the time of emergency room visit. Customer stated the pump did not alarm that it was having problems delivering insulin.